Event description:
It was reported that the customer experienced a low blood glucose (bg) level (specific value was not provided). Due to the low bg level customer was incapacitated and "fell over and cracked chest plate." Customer required assistance consuming carbohydrates and glucose to address bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.